Event description:
I have used both fixodent and poligrip from 1986 to present date o 2009. I would use one brand for awhile then the other. I am using poligrip exclusively for the last six or seven years. I began experiencing pain in my lower legs. In 2004, I was diagnosed with neuropathy. This is a permanent disease and requires continued medical care. The pain continues to worsen and requires higher levels of medication. Dose: denture cream. Frequency. 4 x daily. Route. Oral. Dates of use: 1986 to date. Diagnosis: denture adhesive cream. Event abated after use stopped: no.